Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the displayed of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home pt in ending the therapy early. The home pt's nurse stated that the home pt has since diagnosed with peritonitis. During a follow up call to the home pt's pd nurse she stated that the pt has been retrained on procedure. The home pt (hp) was prescribed vancomyin ip and fortez ip. The home pt has not had peritonitis episodes within four weeks prior to current episode. The nurse stated that within eight days after stopping antibiotics the home pt was hospitalized in 2005. The hp was again prescribed vanycomyin and fortaz.